Event description:
Needle remaining in leg [device failure] a spontaneous report from the united states referring to a pt. A physician reported the event to a co rep. After the initial report, information was also received from the customer's family member. No past medical history, concurrent illnesses or concomitant medications were reported. No allergies were reported. In 2004, the pt initiated treatment with nutropin aq pen (1.1 mg, route of administration and frequency not continued in additional info section reported) for the indication of growth retardation. The pt's family member reported the lot number on the pen box was l00157. The lot number on the needle package was l14306 and the size was .33 mm x 12.7 mm. The family member reported that the needle used was from the starter kit that the pt received in august 2004 because the pt did not have enough needles in their current supply. The pt's family member reported that in sep 2004, the pt's family member gave the injection in the right thigh. The pt's leg jerked during the injection, but otherwise pt had no problems with the injection. When disposing of the needle, the family member noticed that part of the needle was missing. After taking pt to the e.r., an x-ray revealed the needle was embedded in the pt's thigh. The pt was advised to return the next day when a surgeon would be available. On the following day the pt was seen by a surgeon and the needle was removed without difficulty. The pt was told pt had dissolvable sutures and pt went home that same day. Pt had mild pain at the removal site, but was otherwise well. In oct 2004, the pt was seen in the treating physician's clinic and it was not recommended that nutropin aq pen be discontinued. The nutropin aq pen injections have continued with the same pen device and same size and lot number of needles and no similar incidents have occurred. At the time of this report, the pt was recovering. The reporter did not provide a causality assessment of the event in relation to the nutropin aq pen. Additional info was requested to the pt's treating physician. A product qa investigation was initiated for the device failure. This event was determined to be a medical device report. The pt was seen by a surgeon and the needle fragment successfully removed. A product qa investigation was initiated.

Event description:
Needle remaining in leg [device failure[ case description: medical device report device failure this case, MFR control number 209784, is a spoontaneous report from the united states referring to a 12 year old male pt. A physician reported the event to a co rep. After the initial report, info was also received from the consumer's mother. No past medical history, concurrent illnesses or concimitant mediations were reported. No allergies were reported on 9/13/2004, the pt initiated treatment with nutropin qa pen (1.1 mg, route of administration and frequency not